Manufacturer narrative:
On-site investigation was performed. The claimed pre-use check failure was reproduced during troubleshooting. The expiratory channel printed circuit board (pcb) was found contaminated by liquid. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The expiratory channel contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. A visual inspection confirms the reported corrosion/liquid spill problem. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The cause of this issue has been established as accidental damage. A correction of fields# d1 brand name and # d4 version or model# were required. D1: brand name, previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model#: previous version or model#: servo-s, corrected version or model#: 6640440. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #:(B)(4).